Manufacturer narrative:
Section g1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a system alert: s3 alarm and a set pump speed not reach: m5 alarm were both confirmed via a log file extracted from the centrimag 2nd gen. Primary console associated with this event (serial number (B)(6), evaluated under pi-2019-0114309-02). Per the log file, on (B)(6) 2019 at 00:47, the log file captured an active system alert: s3 as a result of an active sf_ifd_shutdown_detected fault. However, m5 alarms were also active before the sf_ifd_shutdown_detected fault, occurring as early as 00:43 of that day ¿ the pump speed was ~4800 rpm right before that fault. After this event, speed dropped to ~3900 rpm and flow reading would have been blank with "--.--" on the console display, consistent with the reported information. A set pump speed not reached: m5 alarm was captured within the same minute, and m5 alarms continued to appear throughout the remainder of data captured on (B)(6) 2019. Flow values continued to show 0 lpm until the console was shut down and restarted. System alert: s3 alarms did not occur after the first instance. The returned centrimag motor (serial number (B)(6) was functionally tested and failed an insulation test when the motor¿s cord was manipulated near its center. The motor was forwarded to the service depot for further testing. The reported event was not duplicated when the motor was tested under a work order on 01aug2019. The motor was operated for an extended period of time with the returned console, monitor (s/n (B)(6), and flow probe (s/n (B)(6). No s3 alerts or any other error messages occurred throughout testing. Due to the previous evaluation of the motor¿s cable being faulty, the motor was scrapped. Reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The investigation has determined that the reported event of s3 and m5 alarms was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Approximate age of device: the centrimag primary console is not a single use device. Approximate age of the device from the manufacturer date is 1 year 5 months. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. Console: MFR# 2916596-2019-02528, motor: this MFR#, flow probe: MFR# 2916596-2019-02712. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device (vad) for acute support. It was reported that the patient was placed on support on (B)(6) 2019 as va (vein-artery) extracorporeal membrane oxygenation (ECMO) with rpm 5500 flow 4.8 lpm. The patient was converted to vv (vein-vein) ECMO a few hours later and maintained 5500 rpm and 4.5 lpm. The pump motor started making a louder than normal humming sound, it became physically slightly hot, & rpms. On (B)(6) 2019, system alert s3 alarm came on and dashes appeared on the lpm. Rpm dropped to 3900 rpm and set pump speed not reached alarm m5 appeared. The patient circuit & physical pump was changed at bedside. The customer clamped the circuit and rebooted the system and reinitiated support. The set speed of 5500 dropped to 4900 rpm with dashes on lpm and the system alert s3 appeared. The customer switched to backup system and resumed support. It was determined by biomed & the perfusion department that the centrimag motor was exhausted due to the large amount of resistance induced by a very small outflow cannula size (15 fr), given that the rpm was maxed out at 5500 rpm, and the patient was very large (145 kg). Equipment was exchanged, disposables including centrimag changed, & eventual reduction of rpms and removal from ECMO support. Patient successfully removed from ECMO support on (B)(6) 2019.